Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device noted at right ostia and not visualized in left ostia') and device breakage ('upon transecting fallopian tubes, both essure device removed intact however left essure device removed in two pieces (distinct outer sheath and coil pieces)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, gallbladder operation, abdominal operation, cesarean section, fracture repair, irregular menstruation, postoperative pain, migraine, headache and dyspnea. Concurrent conditions included uterine bleeding, dysmenorrhea, uterine ablation, polyposis intestinal and corpus luteum cyst. Concomitant products included benzoyl peroxide since 2015, benzoyl peroxide;erythromycin (erythromycin benzoyl peroxide) since 2015, caffeine;codeine phosphate;paracetamol (acetaminophen with codeine) since (B)(6) 2018, cefazolin since (B)(6) 2018, docusate sodium since (B)(6) 2018, ibuprofen since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain,other"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown and the dysmenorrhoea, menorrhagia and uterine haemorrhage had not resolved. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017 (B)(6) 2012: (discrepancy noted) in essure insertion date, previously reported insertion date was (B)(6) 2012. Right fallopian tube: 4 coils remaining at the end of the ostium. Left fallopian tube: 1 coil remaining at the opening . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Sonographic appearance of the uterus and left ovary within normal limits. 2. Right ovary not visualized.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage, device dislocation. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received : following events were added : dysmenorrhea(cramping), menorrhagia, abnormal uterine bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device noted at right ostia and not visualized in left ostia') and device breakage ('upon transecting fallopian tubes, both essure device removed intact however left essure device removed in two pieces (distinct outer sheath and coil pieces)') in a 28-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, gallbladder operation, abdominal operation, cesarean section, fracture repair, irregular menstruation, postoperative pain, migraine, headache and dyspnea. Concurrent conditions included uterine bleeding, dysmenorrhea, uterine ablation, polyposis intestinal and corpus luteum cyst. Concomitant products included benzoyl peroxide since 2015, benzoyl peroxide;erythromycin (erythromycin benzoyl peroxide) since 2015, caffeine;codeine phosphate;paracetamol (acetaminophen with codeine) since (B)(6) 2018, cefazolin since (B)(6) 2018, docusate sodium since (B)(6) 2018, ibuprofen since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain,other"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pain / pain in the stomach"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pelvic pain and vaginal haemorrhage outcome was unknown, the dysmenorrhoea, menorrhagia and uterine haemorrhage had not resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017 (B)(6) 2012: (discrepancy noted) in essure insertion date, previously reported insertion date was (B)(6) 2012. Right fallopian tube: 4 coils remaining at the end of the ostium left fallopian tube: 1 coil remaining at the opening. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Sonographic appearance of the uterus and left ovary within normal limits. 2. Right ovary not visualized. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage, device dislocation. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), stomach pain. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device noted at right ostia and not visualized in left ostia") and device breakage ("upon transecting fallopian tubes, both essure device removed intact however left essure device removed in two pieces (distinct outer sheath and coil pieces)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, gallbladder operation, abdominal operation, cesarean section, surgery, irregular menstruation and postoperative pain. Concurrent conditions included uterine bleeding, dysmenorrhea, uterine ablation, polyposis intestinal and corpus luteum cyst. Concomitant products included benzoyl peroxide since 2015, benzoyl peroxide;erythromycin (erythromycin benzoyl peroxide) since 2015, caffeine;codeine phosphate;paracetamol (acetaminophen with codeine) since (B)(6) 2018, cefazolin since (B)(6) 2018, docusate sodium since (B)(6) 2018, ibuprofen since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: impression: 1. Sonographic appearance of the uterus and left ovary within normal limits. 2. Right ovary not visualized. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new mr received. New events: essure device noted at right ostia and not visualized in left ostia, upon transecting fallopian tubes, both essure device removed intact however left essure device removed in two pieces (distinct outer sheath and coil pieces) were added. New reporters, concomitant conditions, drugs were added. Historical conditions and lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device noted at right ostia and not visualized in left ostia') and device breakage ('upon transecting fallopian tubes, both essure device removed intact however left essure device removed in two pieces (distinct outer sheath and coil pieces)') in a 28-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, gallbladder operation, abdominal operation, cesarean section, fracture repair, irregular menstruation, postoperative pain, migraine, headache and dyspnea. Concurrent conditions included uterine bleeding, dysmenorrhea, uterine ablation, polyposis intestinal and corpus luteum cyst. Concomitant products included benzoyl peroxide since 2015, benzoyl peroxide;erythromycin (erythromycin benzoyl peroxide) since 2015, caffeine;codeine phosphate;paracetamol (acetaminophen with codeine) since (B)(6)2018, cefazolin since (B)(6)2018, docusate sodium since (B)(6)2018, ibuprofen since (B)(6)2018 and paracetamol (acetaminophen) since (B)(6)2018. On(B)(6)2012, the patient had essure inserted. On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain,other"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pain / pain in the stomach"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, device breakage, pelvic pain and vaginal haemorrhage outcome was unknown, the dysmenorrhoea, menorrhagia and uterine haemorrhage had not resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6)2017 (B)(6)2012: (discrepancy noted) in essure insertion date, previously reported insertion date was (B)(6)2012. Right fallopian tube: 4 coils remaining at the end of the ostium left fallopian tube: 1 coil remaining at the opening diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Ultrasound pelvis - on (B)(6)2018: impression: 1. Sonographic appearance of the uterus and left ovary within normal limits. 2. Right ovary not visualized.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage, device dislocation. Lot number:a45112 manufacturing date:2012/08 expiration date:2015/08 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.